Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed the contrast button is unresponsive and the up button is intermittently responsive. The keypad was peeling at the contrast button and when removed for investigation contamination was found under all contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was delayed in response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump clipped to a belt or in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.